Manufacturer narrative:
Continuation of d10: product ID a820, product type software product ID tm90t0 lot# serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl, dilaudid (hydromorphone), and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that the communicator started acting up earlier this week and they were not able to connect to the pump. The patient stated that they were getting no device found message and no pump found message. The personal therapy manager (ptm) took forever to connect and get stuck at 90%. The patient mentioned they have been without their boluses for 24 hours and they did not want to be going through withdrawals. The patient stated that they get 11 boluses. Since this was her third communicator there maybe something going on with the pump pocket. The patient stated that the pump moved up and she may need pocket revision like she did on her first pump. The patient service assisted patient to clear the data on the handset and reset the communicator and ptm was still showing no pump found or device found. The issue was not resolved through troubleshooting. The agent could not get handset serial because the device did not connect to the pump. The agent recommended patient consult with their healthcare provider (hcp) regarding concerns. A request was sent to the repair department to replace the communicator device. The patient mentioned that they had to have a pocket revision on their first pump because the pump started to move up and they had a hard time filling it. The patient mentioned that they got service code 518 and 156 (system error needed the application ) on the ptm. The agent reviewed meaning of code and recommend patient consult with healthcare provider for next steps. The patient provided alternate address for shipment. Additional information was received from a consumer stated that she received the communicator and was able to pair it to the pump, but she was still having the issue of the pump time being off due to day light savings time. The agent reviewed the pump time will not auto update and must be updated by the clinician programmer.